Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: the display was dim, faded and discolored. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the up arrow button contact was bent and did not spring back after depressing it and therefore had an intermittent response. The keypad cover was removed and no contamination was found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.